Event description:
Ems personnel were attending to an unconscious person. Two countershocks were delivered and the pt was diagnosed to be in pulseless electrical activity. External pacing was initiated; however, allegedly the device would not pace. The pt remained in pulseless electrical activity and CPR was continued as the pt was transported to the hosp. The pt was not resuscitated. There was no report from the customer alleging the reported malfunction caused or contributed to the pt's death.